Event description:
The site communicated that the patient's family withdrew advanced care because he never recovered post-surgery. The patient had pump thrombosis and expired during the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient showed no signs of neuro recovery postoperative day 8 after pump exchange. A head CT was performed and did not indicate any signs of stroke or hemorrhage. According to the account, the family made a decision to withdraw care. The patient expired on (B)(6) 2019. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The hm3 lvas IFU lists device thrombus and neurologic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Lvad exchange was reported under MFR# 2916596-2019-05603. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject has not shown signs of neurological recovery post-operative day 8 after lvad exchange. A head CT did not indicate any signs of stroke or hemorrhage. There was no neurological recovery or activity post surgery, so the family withdrew care. The patient expired on (B)(6) 2019. No additional information was reported.